Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No problems or issues were identified during this device history review. One sample was received for evaluation. Sample was received in decontaminated condition without the original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. Per visual inspection, a little damage was observed on tube tip. During functional testing, sample returned was connected to leak tester machine to identify any leaks. Leakage was detected in returned sample; the complaint was confirmed. The occurrence of this failure condition could be caused by procedure was not followed correctly. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure. G5 is unknown

Event description:
It was reported that during the intubation, the nurse saw that the cuff was broken. No patient injury reported. Additional information was received. The staff stated that they were not against the cuff during intubation. No tongs were used. A soft introducer was used in the cannula according to routine.